Manufacturer narrative:
The product was disposed after explant and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements of 2,000 ohms and greater. A chest x-ray was performed and a lead fracture was observed near the clavicle. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.